Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device had ruptured while the device was being filled with normal saline. There was no patient injury or medical intervention necessary, as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer discarded the device. Therefore, the reported condition of an intermate sv 100 device with a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.